Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi) and slow flow noted in the septal branch. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was stable angina (ccs classification 2) and the patient was referred for elective cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 14mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x20mm study stent. Post-dilation was performed using a 4.0x12mm quantum apex balloon with 5% residual stenosis. Post procedure slow flow was noted down the septal perforator branch. Cardiac enzyme was noted to be elevated consistent with universal definition of a myocardial infarction. No action was taken in response to this event. No further complications were noted during the procedure. The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).